Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA: 22-0074 corrective action 12. There are several damages on the locking pin which cannot occur during normal use. The hinge part shows a bent edge, which indicates a heavy fall or other impact. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was event with a insert. According to the information received, the pin of the insert had been broken. They could manage to take it out before they closed the patient. Patient harm is not known at date of this report. Additional patient information is not available. The date of the event was not reported.